Event description:
The following was reported to hamilton medical ag: during the pre-operational check, the ventilator didn't pass the tightness test due to a gas/air leak. This technical failure got resolved by replacing the check valve assembly. This incident occurred with no patient connected to the device. Also there is not delay of treatment reported to hamilton. Nevertheless, this defect has the potential to cause a serious incident when the ventilator fails for the same technical issue while a patient is connected. Still under investigation.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).